Event description:
It was reported that during a laparoscopic cholecystectomy procedure the staples fell into the pt. They retrieved the staples and used another like device to complete the case with no pt consequence.